Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit passed testing. The unit operated to the manufacturer's specification.

Event description:
It was reported that the central control monitor (ccm) screen was not booting up to the correct screen. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed errors upon the boot up of the central control monitor (ccm) including an unusual splash screen and a qnx software message. An unusual green screen saver was also observed appearing after five minutes of idle time. The ccm was left on overnight to see if the other screen saver came on, but the unusual screen saver was still running, and the perfusion screen was displayed upon touching the screen. It was determined that the ccm did not meet specification. Per the field service representative (fsr), qnx is an operating system of the ccm and comes installed from the manufacturer. The ccm has an enabled screensaver that should only be the bouncing bubbles and there is no option for the end user to change it. The unusual green screen saver is an option that could be selected but is not used by the manufacturer. A corrupted hard drive would likely cause the issue. The service repair technician (srt) observed the issue to be resolved with the replacement of the hard drive. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.